Event description:
It was reported that this right atrial (ra) lead had become dislodged, resulting in elevated pacing thresholds and changes in impedances. It was noted that five to six different locations were targeted during the initial implant procedure. The patient underwent a successful repositioning procedure. It was further noted the repositioning procedure required a five to six attempts to position successfully. Final measurements showed an elevate pacing threshold and low, in range impedance values. The device was subsequently explanted and returned for analysis without additional allegations from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed at approximately 80 mm from the terminal end. Only the proximal segment was returned. The noted damage was believed to have been induced during explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead had become dislodged, resulting in elevated pacing thresholds and changes in impedances. It was noted that five to six different locations were targeted during the initial implant procedure. The patient underwent a successful repositioning procedure. It was further noted the repositioning procedure required a five to six attempts to position successfully. Final measurements showed an elevate pacing threshold and low, in range impedance values. The device was subsequently explanted and returned for analysis without additional allegations from the field. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had become dislodged, resulting in elevated pacing thresholds and changes in impedances. It was noted that five to six different locations were targeted during the initial implant procedure. The patient underwent a successful repositioning procedure. It was further noted the repositioning procedure required a five to six attempts to position successfully. Final measurements showed an elevate pacing threshold and low in-range impedance values. The device remains in service. No additional adverse patient effects were reported.